Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transmission revealed lead noise and rise in impedance values on the right ventricle lead. The patient was using a weed-eater machine during the time of noise episodes. No actions were taken at the time.

Manufacturer narrative:
Correction: the device manufacture date should have been 10/28/2005 rather than 10/27/2005.

Event description:
New information noted the patient presented for an in clinic visit. Device interrogation confirmed noise overserved in remote transmission. The lead was capped and replaced on (B)(6) 2018. Externalized conductors were noted during procedure. Patient was stable post procedure.